Event description:
Pt admitted with chest pain and cardiac catheterization with placement of stents. During removal of the catheter, the distal tip of the wire broke off and remains in a terminal branch of lad.